Manufacturer narrative:
Model, serial and expiration date should be removed as it is n/a. Device manufacturer date should be removed as it is n/a. Method code: 4110 should be removed. Result code : 213 should be removed. Work order search information should be removed. Claim#: (B)(4).

Manufacturer narrative:
H6- work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
(Expiration date): unk, no serial number reported. This product is not marketed in the us. (Device manufacturing date): unk, no serial number reported. (B)(4).

Event description:
The reporter indicated that there was difficulty with the lens. The reporter stated " I understand it was due to difficulty inserting it into the eye." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.